Manufacturer narrative:
Device passed displacement test; it failed self test in that the vibrator failed to vibrate when it was supposed to. After further review, did not note any previous moisture presence or corrosion on any of the boards, assemblies or the motor inside the unit. The vibration failure is isolated to the boards since the vibrator did vibrate when a known good board was inserted into the case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not vibrating. Customer performed self test and it did not vibrate during vibrate portion of self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.